Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description secondary infusion going into the primary bag instead of infusing into patient detailed inquiry description we had a safety event placed regarding a secondary infusion for antibiotics that went directly into the primary bag instead of the patient. Our team evaluated the pump and settings and all tubing and lines were in line with practice and bbraun instructions. No injury reported.